Manufacturer narrative:
G5:510(k)#: k102985. B4:21jul2021. The service engineer evaluated the unit and confirmed the power led failure and navigation ring would not respond. The service engineer replaced the power switch overlay to resolve the led failure and the front bezel to resolve the navigation ring issue. The unit passed required performance verification tests per philips standards. The user interface front bezel was returned for failure investigation. Visual inspection of the ui front bezel assembly(check mark) revealed no evidence of damage or contamination as received. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navring) matrix that causes the navring not functioning.

Event description:
It was reported to philips during periodic maintenance that the unit's navigation ring didn't respond. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated international service engineer evaluated the unit and confirmed the navigation ring didn't respond. The international service engineer replaced the front bezel to resolve the reported issue. The unit passed the required performance verification tests per philips standards.